Event description:
Reporter indicated a vns therapy patient was last seen in (B) (6) and did not report any problems with vns. Device was interrogated and parameters verified at that appointment, but diagnostics would not run. The patient stated towards the end of (B) (6), she would feel pain in her neck when her head was turned to the side. She stated she stopped feeling stimulation at that time as well. The patient does not report any trauma or falls. System diagnostics resulted high lead impedance, and the physician did not remember date of last good diagnostics. The physician ordered x-rays. Good faith attempts to obtain additional information have been unsuccessful to date.